Event description:
The patient experienced an extreme worsening of symptoms and supersalivation when the right deep brain stimulator lead was implanted. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
For supersalivation.